Event description:
It was reported that during a rirs procedure, the sheath at the handle of a ngage nitinol stone extractor broke and the basket could not open or close. The device was replaced with a new device and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during retrograde intrarenal surgery (rirs), the sheath at the handle of a ngage nitinol stone extractor broke and the basket could not open or close. The device was replaced with a new device and the procedure was completed. No adverse effects to the patient were reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned for investigation in its packaging tray, with no other packaging. The support sheath and basket sheath were damaged and separated approximately 7mm from the end of the handle. A functional test determined the handle did not actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows seven complaints associated with the complaint device lot. All seven complaints were reported by the same customer. All of the returned devices had indications of damage, possibly from excessive force applied during use. The devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. There is not enough evidence to conclude that an issue occurred that possibly affected all the devices in the lot. Because there were no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information: suggested handling instructions for extractors and forceps important: excessive force could damage device. The returned device was found to have a basket that would not open/close due to sheath damage. The yellow support sheath was separated near the handle. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.